Manufacturer narrative:
PMA/510 (k)#: k110824/ k130596. U.s. Reporting agent notified on: 07/13/2015. Mfg site eval: eval on-going.

Manufacturer narrative:
The instrument arrived in a contaminated condition. According to the available information, there were no negative consequences for the patient. There is a clear visible charring at the right side of the upper jaw. Test applied was a digital-camera. A visible inspection of the jaw. Except the blood soiling and the charring found no further abnormities. The mechanical functions were checked. The clamping and the cutting function worked well. The manufacturing documents have been checked and found to be according to specification during the time of production. The most probably root cause in cases like this is a not proper cleaning during surgery, respectively cleaning with saline solution, so that carbonized residues of blood or tissue in common with salt initiate are arc. A further possible root cause is a damaged insulation tongue (dissection clip). This damage created by wrong handling during cleaning the electrodes. According to (B)(4) the current failure rate is within the risk analysis and therefore acceptable.

Event description:
Country of complaint: (B)(6). Device sparked during use. Generator displayed a regrasp error. Additional device was available and used to complete the procedure.